Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the jaws of the device locked on tissue and the doctor had to cut the stapler out to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the jaws of the device locked on tissue and the doctor had to cut the stapler out to remove it. It was could not unload. Had incomplete staple line. There was tissue loss and tissue damage at staple line when cut out. Cut out stapler then needed to use a new one to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device handle. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the jaws of the device locked on tissue and the doctor had to cut the stapler out to remove it. Device would not unload and there was an incomplete staple line. There was tissue loss and tissue damage at staple line when cut out. Cut out stapler then needed to use a new one to complete the case. Patient status was unknown.